Event description:
It was reported that the guard on the base of the sternal saw was bent. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The saw was returned to terumo for investigation and the complaint was confirmed. This type of damage was caused by striking or dropping the saw on the blade protector tip against a hard surface. There was a set screw which was used to remove the protector for sterilization. It appeared the protector had been removed then replaced, but was not fully seated. The saw was determined to need a full rebuild due to lack of preventative maintenance in order to bring it up to specifications. The customer did not approve the repair and the saw was returned to the customer as is. This report is being submitted to the FDA as a result of a retrospective review of product complaints.